Event description:
Healthcare professional reported, left side exchange from ¿textured to smooth implants, due to the patient's concern with the product¿. Healthcare professional later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿. Healthcare professional later reported rupture. Device has been explanted and replaced.